Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device was received by the biomed department with error code 240.4150. Both the upper and lower pressure sensors were replaced and passed preventative maintenance (pm). The functionality was verified to be within tolerance and returned to service (rts). Per customer, no further information will be provided.

Manufacturer narrative:
Investigation summary: a review of the device history record showed the device had a manufacture date of 08/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause analysis: the root cause for the reported issue that the device was received with error code 240.4150 was not determined because no product or device logs were returned. Investigation conclusion: the reported issue that the device was received with error code 240.4150 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. H3 other text : device not returned.

Event description:
It was reported the device was received by the biomed department with error code 240.4150. Both the upper and lower pressure sensors were replaced and passed preventative maintenance (pm). The functionality was verified to be within tolerance and returned to service (rts). Per customer, no further information will be provided.